Event description:
It was reported that the ventilator failed pressure transducer test during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
The UDI information is not available since the device was manufactured before 2015.

Manufacturer narrative:
The ventilator failed pressure transducer test during pre-use check. Our field service engineer investigated the issue on site. To resolve the problem, the nozzle units on both the air and o2 gas modules were replaced. These units were subsequently returned for further investigation. The reported issue could not be confirmed in the provided logs. The returned nozzle units were disassembled, and visual inspection revealed that both feather springs were bent, most likely during removal from the gas modules during field service. As a result, it was not possible to test the returned nozzle units using our laboratory ventilators. Therefore, the error could not be confirmed. According to the provided service log, the latest preventive maintenance was performed on 2023-09-20. The nozzle unit, which is part of the gas module, regulates inspiratory gas flow to the patient. It consists of a membrane, a mouthpiece, and a feather spring. The membrane is pressed against the mouthpiece by the feather spring to control gas flow through the module. Per service instructions, the nozzle unit and gas module filter should be replaced during annual preventive maintenance or after 5000 hours of operation, whichever comes first. In this case, preventive maintenance was not performed on time for the reported ventilator. Conclusion: the ventilator failed to meet its specifications during the reported event. Given that preventive maintenance was not performed as scheduled, the most likely cause of the error is the lack of timely maintenance.

Event description:
Manufacturer's ref# (B)(4).